Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during tibial impaction, a piece of the black plastic broke off the impactor. The event occurred intra-operatively during tibial preparation while the impactor was being used. There was no harm to the patient, no foreign body was retained. Due diligence is in progress for this complaint; to date no additional information or product has been received.